Event description:
Provider alleges, the screws are stripped. John in tech wants to have part number 1170576 sent back as a return for quality review and or the entire chair to determine manufacture defect or physical abuse.

Manufacturer narrative:
Follow up to be sent if additional information is received